Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with bradycardia. Upon device interrogation, it was found that the right atrial (ra) lead exhibited far field r-wave oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.